Event description:
22 ga gauge piv peripheral intravenous catheter defective. Unable to attach any type of luer lock tubing to catheter. IV was discontinued and then started in another location. Pt required an additional poke. Unaware if other products with this lot number are defective.